Event description:
It was reported that the customer sent to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with a blood glucose (BG) of 1300 mg/dL. Reportedly the customer missed a mealtime bolus. The customer was treated with intravenous fluids of saline and insulin. The customer was released (b)(6) 2026 with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.